Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient was revised due to what surgeon thought was evidence of loosening after clinical visit. During operation, femur was well fixed. Tibial component was loose. The tibial component came away clean form the cement leaving behind the mantle on the tibia. Patient was revised to tc3. None of the lot number's were visible enough to see once extraction was done. It was also reported that there was a cement/implant to interface. Unknown cement was used. Doi: unknown; dor: (B)(6) 2018. Left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.